Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm due to buttons not responding. Device received with cracked case, cracked lcd window and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were harder to press and also puffed up. Customer's blood glucose level was unknown. Customer reported that insulin pump had a no delivery alarm and crack on it. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.